Manufacturer narrative:
The patient was just in the limit to maybe benifit by using a sentio ti implant and it was decided to implant this device in (B)(6) 2025. When the sentio 1 mini sound processor was about to be activated, it was determined that the patient did not benifit the patient's hearing. It was instead decided to give tha patient a baha 6 sound processor on a softband (note: oticon medical ab is not the legal manufactuer of these devices). The baha 6 sound processor was placed on the softband on top of the sentio ti implant by the patient, as they didn't think the percutaneous sound processor would work without an internal implant. In the sentio ti implant IFU it is stated: "note that only the sentio sound peocessor, and on other processors or magnets, shall be placed over the implant as this may damage the imlant and your skin." And in the sentio 1 mini sound processor IFU it is stated: "discomfor due to preassure from the sound processor, in worst case leading to skin irritation and/or breakdoen." The event of necrosis was due to misuse of the competotor devices being placed on top of the sentio ti implant. The implant was explanted due to lack of percived device benifit.

Event description:
Sentio explant due to patient's hearing degrading below the device performance limit. Patient had also suffered skin necrosis due to misuse of a competitor percutaneous sound processor being used on a softband placed on top of the sentio implant, contrarily to IFU guidance.